Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("constant pain") and device expulsion ("a foreign object was identified in her uterus / a MRI identified the coil from the device in her uterus.") In a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal incomplete ("complication of essure removal - a foreign object was identified in her uterus" in (B)(6) 2021). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2021 she experienced rectal haemorrhage ("rectal bleeding"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required) and dyspareunia ("discomfort during intercourse."). The patient was treated with surgery (essure removal on (B)(6) 2021 and hysterectomy to remove her uterus and cervix in (B)(6) 2022). At the time of the report, the outcomes for pelvic pain and device expulsion were unknown. The reporter considered device expulsion, dyspareunia, pelvic pain and rectal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] (date unknown): identified the coil from the device in her uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("constant pain") and device expulsion ("a foreign object was identified in her uterus / a MRI identified the coil from the device in her uterus.") In a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device delivery system removal incomplete ("complication of essure removal - a foreign object was identified in her uterus" in (B)(6) 2021). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2021 she experienced rectal haemorrhage ("rectal bleeding"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device expulsion (seriousness criterion intervention required) and dyspareunia ("discomfort during intercourse."). The patient was treated with surgery (essure removal on (B)(6) 2021 and hysterectomy to remove her uterus and cervix in (B)(6) 2022). At the time of the report, the outcomes for pelvic pain and device expulsion were unknown. The reporter considered device expulsion, dyspareunia, pelvic pain and rectal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging abdominal] (date unknown): identified the coil from the device in her uterus quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.